Event description:
It was reported that some oil amount of oil was discovered in a pan containing the maestro drill. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device investigation was performed which confirmed the presence of oil on the handpiece.